Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 14 atm. The number of inflations is unknown. The severely calcified 90% stenotic lesion was located in the apical left anterior descending (lad) coronary artery. The maverick2 monorail balloon was being used for pre-dilation. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specfications at the time of its release to distribution. This batch has no associated complaints to date.